Event description:
It was reported that the customer was hospitalized in october because of her high blood glucose level of 413 mg/dl. The customer was given an IV in the hospital. She was not wearing her insulin pump at the time of hospitalization. The customer was off the insulin pump for 24 hours. Her meter stopped working. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.